Manufacturer narrative:
Correction in d10: product ID wr9220 lot# serial# (B)(6) product type recharger and product ID wr9220 lot# serial# (B)(6) product type recharger are not relevant devices to this report. Correction in h6: after further review, device code a27 and patient code c50541/e2104 do not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: wr9220; serial#: (B)(4); product type: recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was not able to get recharger to charge her ins inside of her. The patient was getting a 1707 code. They thought it started saturday or sunday. They didn't know if they were all 1707 code, because she didn't write them all down. The patient turned the communicator off, and moved away from emi. They were sitting most of the time, so patient services had them try bending over and try again. They tried repositioning the recharger all around the ins. When asked to feel the ins the patient said that they just feel a bump and didn't know if they were  feeling it or not. They reset the recharger and powered off the handset and started over. The patient got a code 3167. They would get an excellent connection for a brief second, and then it went back to searching. It has not been successfully recharged to 100%. It was at 30% and now down to 10% ins charge. Stim was turned off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient said she has an appointment with the nurse practitioner monday. An email was sent requesting a rep get in touch with the patient. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that a rep had met with the patient and were unable to locate the ins with the charging pedal. They did a hard reset and turned off the bluetooth to see if the ins was found. The rep's report indicated that technical services had been contacted for a replacement charging system. The issue had not been resolved at the time of the report. Additional information was received from a manufacturer representative (rep). The rep reported that the rep met with the patient and they were not able to get the implanted system to charge. The patient's implant was now depleted because of the charging issue. A replacement recharger was sent to the patient. Additional information was received from a consumer via a manufacturer representative. The same information was reviewed and clarified. The patient would see excellent coupling for less than 30 seconds, then it would go back to searching. The rep stated that the ins was at 10% charged and the patient wasn't able to use stimat this point. Technical services contacted the patient and discussed troubleshooting, including turning bluetooth off and muting the wr. However, the issue was not resolved. Technical services also discussed considering gathering logs from the application along with checking how the ins was sitting in the pocket (i.e. Depth, tilted, etc.). The patient also mentioned that they did have a 'shock' while recharging, which came from the wr itself. Technical services thought it sounded like the patient was wearing the belt at the time and they now had something between their skin and the recharger. They hadn't experienced the shocking again. Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient, who had brought their 2nd wireless recharged that they received over the weekend. The patient's battery was at 0% when they came to the appointment. They were able to get excellent coupling for about 5 minutes before the connection was lost and went to 'searching for device'. The rep turned off the recharger volume, which didn't improve the connection. The rep palpated while the rep was in a sitting position and didn't feel the ins was too deep. They could feel all of the edges of the ins and felt that the ins was parallel to the skin. They tried charging while the patient was standing and sitting. The rep was going to check with the healthcare professional (hcp) for next steps. Additional information was received from the patient. They reported that they were not getting a good connection with the ins when charging. They had an appointment with their hcp's pa scheduled for (B)(6) 2020, to see if the ins was in the right place.